Event description:
Pt reported of leg pain. The x-ray diagnosis confirmed a broken mp stem. The pt was revised in (B)(6) 2010.

Manufacturer narrative:
There is no preliminary analysis possible because of too less info. A f/u report will follow. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the mp reconstruction hip system also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.